Event description:
It was reported that during a coronary stent procedure of a rca lesion, the stent dislodged. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. The stent became stuck at the tip of the guide catheter during retraction and dislodged. The physician was able to remove the delivery device with some force. The stent was successfully retrieved. Pt status was listed as "okay".